Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A boot test was performed and failed due to call tech support displaying on the screen. Pictures were taken. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to call tech support displaying on the screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.